Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08110. It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's implantable cardioverter defibrillator (ICD) was exhibiting myopotential over-sensing on the right ventricular (rv) lead. The patient did not report any symptoms. Programming changes were made and the patient was stable throughout.